Event description:
The report from (B)(4) study indicated that the index procedure took place 18 months ago. The procedure was coil embolization assisted with vrd (B)(4) of left paracellar. Six months after; the patient had an episode of cerebral infarction of left paracellar and developed a right-sided paralysis. The administration of clopidogrel sulfate was re-started. The event outcome seven months after the index procedure was "resolved without sequeale". According to the physician the relationship of the event to the procedure was unrelated and to the vrd was unk. The patient had medical histories of cardiovascular disease, gastric ulcer, hypertension and abnormal cardiac rhythm. The unruptured saccular aneurysm neck was 7.4mm, and the neck to sac ratio was 7.4:10.0mm. The parent vessel size diameter proximal was 3.3mm and distally was 2.8mm. Mr on remained at 0. The act was 106 seconds pre anticoagulation and 219 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. It is unknown why the aneurysm was not packed further. At the time of follow-up angiogram, the aneurysm neck was 7.1mm, and the neck to sac ratio was 7.1:11.0mm. The parent vessel size diameter proximal was 3.2mm and distally was 2.7mm. The occlusion rate of aneurysm was 95%, mrs was 0. Antiplatelet therapy included aspirin 100mg/day: ongoing, clopidogrel sulfate 75mg/day: ongoing, heparin 4,000u was administered intra-procedurally. Prior to implanting the vrd, lancher/medtronic, 606-s255x (lot unknown), chikai/asahi intec. Other devices utilized during the procedure were, excelsior sl10, two chikai/asahi intec, (B)(4), three v-track/terumo, and seven gdc/stryker.

Manufacturer narrative:
Based on additional information, there was no event or product malfunction associated with the device, and therefore does not meet the criteria for reporting. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.